Event description:
It was reported that an eva three-way empty bag had leaked, before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial reporter: address: (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.